Manufacturer narrative:
The field service engineer inspected the fluidics and determined that the sample syringe plunger set screw had fallen off the assembly. The set screw was re-seated. The customer ran controls and results were within expectations. The last calibration performed on (B)(6) 2021 was ok and there were no alarms. Quality controls were within range, showing no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated that preventive maintenance was performed on the cobas 6000 c (501) module. Calibration and controls were acceptable after the maintenance was performed, but later they noted that controls were recovering outside of range. The reporter also stated they received discrepant results for three patient samples tested on the c501 module. Results from the following assays were affected: gluc3 glucose hk gen.3, alb2 albumin gen.2, ca2 calcium gen.2, tp2 total protein gen.2, ise indirect na for gen.2, and trigl triglycerides. The initial values were reported outside of the laboratory. The samples were repeated on a second analyzer and the repeat results were believed to be correct. The following initial and repeat values were measured from the first sample: glucose; initial = 65 mg/dl, repeat = 90 mg/dl. Albumin; initial = 2.8 g/dl, repeat = 4.1 g/dl. Calcium; initial = 6.9 mg/dl, repeat = 8.6 mg/dl. Total protein; initial = 5.1 g/dl, repeat = 7.2 g/dl. The following initial and repeat values were measured from the second sample: glucose; initial = 73 mg/dl, repeat = 102 mg/dl. Na; initial = 134 mmol/l, repeat = 141 mmol/l. Albumin; initial = 2.6 g/dl, repeat = 4 g/dl. Calcium; initial = 6.8 mg/dl, repeat = 8.6 mg/dl. Total protein; initial = 4.7 g/dl, repeat = 6.5 g/dl. Triglycerides; initial = 148 mg/dl, repeat = 205 mg/dl. The third sample initially resulted in a glucose value of 39 mg/dl, which repeated as 54 mg/dl. The glucose reagent lot number was 51470301, with an expiration date of 28-feb-2022. The albumin reagent lot number was 52422501, with an expiration date of 31-mar-2022. The calcium reagent lot number was 54990101, with an expiration date of 31-aug-2022. Calcium reagent lot number 54629901, with an expiration date of 31-jul-2022 was also used on the day of the event. It is not known which lot number was in use when testing each of the three samples. The total protein reagent lot number was 53796301, with an expiration date of 30-jun-2022. The triglycerides reagent lot number was 54483201, with an expiration date of 30-apr-2022. The na electrode lot number and expiration date were requested, but not provided.